Event description:
During the pta treatment procedure, balloon removal difficulties were encountered. After crossing the calcified, 100% stenotic superficial femoral artery lesion with a 7fr arrow sheath from a contra lateral femoral approach, the physician crossed the lesion with a .035" radiofocus wire. He subsequently attempted to cross the bifurcation with a wallstent rp, but was unsuccessful. He was able to successfully cross the lesion with a 7/20 mm wanda balloon, the exchanged the radiofocus guidewire with an amplatz super stiff guidewire. Following intervention with the wanda balloon, he met resistance while attempting balloon removal, so the balloon and wire were removed as a unit. The balloon and wire were noted to have been damaged. No patient injuries or complications were reported. The patient's status was reported as 'good'.